Event description:
Hcp reported "in 2001 pt had sudden increase in pain (lbp) with new lower extremity radiculitis. Pump catheter noted to be "broken" a level of supraspinous ligament with distal segment advanced into intrathecal space resting in inferior spinal canal. Evaluation/treatment by spine surgeon resulted in lumbar laminectomy in 2001 with removal of cath tip from intrathecal space. Pump remains implanted though off. Per office - only cath rmvd, pump still impl. System not working. (Patient) now recovering s/p laminectomy." A follow-up report will be sent when additional information received.